Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reportedly cut the catheter but the balloon still did not deflate. It was noted that a botox needle was then inserted through the urethra to pop the balloon and have the catheter removed.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with a cut inflation and drainage funnels. The functional evaluation could not be done due to the condition of the sample. The lot number is unknown therefore the device history record could not be reviewed. The product family for this all silicone catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reportedly cut the catheter but the balloon still did not deflate. It was noted that a botox needle was then inserted through the urethra to pop the balloon and have the catheter removed.